Event description:
It was reported that a motor stall occurred on (B)(6) 2011, shortly after the pump was entirely refilled on (B)(6) 2011. It was noted that troubleshooting was ongoing. The motor stall was cleared during the following refill procedure on (B)(6) 2011. The healthcare professional (hcp) noted that the pump was almost empty, as expected for normal function. The patient "showed no withdrawal syndrome." The drug in the pump was lioresal 500mcg/ml. It was later reported that the pump stopped due to the "application of an MRI." It was noted that the pump was not interrogated after the MRI and stayed in the telemetry mode. In the telemetry mode no logs are recorded so that the cleared motor stall could not be seen in the logs. Hcp noted that the pump was delivering drug between MRI and pump refill and is working normal after reprogramming. The patient outcome was reported as "ok."